Event description:
On 27-aug-2025, the user reported that their ilet screen became unresponsive after pausing insulin during a shower. A thin crack was noted across the bottom right corner of the screen over the unlock button, rendering the device unusable. No injuries occurred. A replacement ilet was arranged for overnight delivery, and the damaged device will be returned. Blood glucose (bg) was not affected. No symptoms or medical intervention reported during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.